Manufacturer narrative:
The insulin pump received with protruded/loose drive support disk. Cracked battery tube threads and scratched lcd window noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother, tabitha called regarding multiple high blood glucose readings and prime alarm. Customer's blood glucose reading is 438 mg/dl. The insulin is squirting out during the manual prime process. Caller also stated that drive support disk is protruded. Advised that the insulin pump will need to be replaced. Nothing further reported.